Event description:
Coiling treatment of an aneurysm. It was reported that the pt arrived to the interventional radiology with a ruptured aneurysm. As the physician introducing the catheter, the vessel began to bleed. A hyperform balloon was used to help control the bleeding and reported the balloon could not be deflated. The physician cut off one end of the catheter and slid another catheter over it in an attempt to puncture the balloon. During this process, the distal end of the balloon catheter broke off. The physician decided to leave the balloon in the pt. The pt reported to have expired later. The physician does not think the balloon non-deflation contributed to the death.

Manufacturer narrative:
The device involved in this event will not be returned of evaluation.